Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00275.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral arter (va) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). It was reported that the patient had a mildly tortuous vertebral artery. During the procedure, the physician successfully placed multiple coils and a smart coil using a non-penumbra microcatheter. The physician was unable to detach another smart coil using the handle and therefore, the smart coil was removed. The procedure was completed using a new smart coil, a new handle, and additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the distributor on 02/20/2019: describe event or problem. Results: there was no visible damage to the handle. The handle was functionally tested on the handle fixture for pull force and throw distance and passed within specification. Conclusions: evaluation of the returned handle revealed that the device was functional. The handle was functionally tested in the handle fixture and passed within specification. In addition, the returned handle was used during the functional test of the returned smart coil and the coil was successfully detached without an issue. Evaluation of the returned smart coil revealed that the pet lock was broken and not completely retracted. If the pet lock is broken during an attempt to detach the smart coil using the handle, and the pull wire is not completely retracted out of the ddt, the embolization coil may not detach from its pusher assembly. In addition, that patient¿s tortuous anatomy may have also contributed to the reported detachment issue. During the functional test, the smart coil pusher assembly was straightened on the table and the returned handle was attached to the proximal end and actuated. The smart coil successfully detached from its pusher assembly without an issue. The root cause of the reported inability to detach the coil was unable to be determined. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR number: 1.3005168196-2019-00275.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery (va) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). It was reported that the patient had a mildly tortuous vertebral artery. During the procedure, the physician successfully placed multiple coils and a smart coil using a non-penumbra microcatheter. The physician was unable to detach another smart coil using the handle and therefore, the smart coil was removed. It was reported that the black coating on the proximal end of the pusher assembly was peeling off. The procedure was completed using a new smart coil, a new handle, and additional coils. There was no report of an adverse effect to the patient.